Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a brief sensor issue. The patient¿s last know cgm value prior to the sensor issue was 198 mg/dl. An hour after the brief sensor issue started, the patient felt lightheaded and fainted. No bg meter test was taken at this time. The patient was provided orange juice by his manager as treatment. After drinking the orange juice, the patient¿s bg meter reading was 67 mg/dl while the cgm was still in a sensor error state. A repeat bg meter reading was taken and was 102 mg/dl. The patient then went home and removed the sensor. He did not seek any assistance from a higher level of care. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.